Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening.

Manufacturer narrative:
The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed there is clear radiolucence, some cysts and dislocation of the tibial component visible. Therefore loosening and migration can be confirmed. The talar component also shows some radiolucence and looks a little subsided. I would say that loosening is likely, while migration or dislocation is at least not clear. The underlying cause is reported as being aseptic and therefore a patient related factor due to poor substance is likely. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. The underlying cause appears likely to be patient related. The failure was caused due to poor bone substance of the patient. If the device is returned or if any additional information is provided, the investigation will be reassessed.